Event description:
It was reported that the system displayed an error and would not completed boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the vortex image processing circuit board. The system operates as intended.